Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r0x0, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0r0x0, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapy effect since (B)(6) 2015. Patient had experienced a loss or change of therapy. She feel therapy was less effective and she was having to think about going to the bathroom more causing her anxiety. No trauma/falls reported that could be related to this issue. She can grab on to her ins (stimulator). It does not move around the pocket but she was concerned a lead wire had come loose. The day before reported event she was getting dressed and her clothes got caught on the ins. No symptoms were reported. Patient just says that therapy was not working as well as it was. The current program she was on was not effective. The patient was diagnosed with gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the patient reports the step taken to resolve the loss of therapeutic effect and clothing being caught onto the device was the program changed. The patient did notify their managing physician.